Event description:
The customer reported that a syringe pump module with dopamine 5000 mcg/ml in a 50 ml syringe, infusing at 20 mcg/kg/min (13.08 ml/hr) "spontaneously shut off several times causing the patient's blood pressure to drop." The dopamine module was attached to the immediate left of the pcu. Three additional modules were attached at the time, one of the left of the dopamine pump and 2 to the right of the pcu. None of the other modules lost power, and the pcu remained on, only the dopamine module powered down. At the time of the event the pump was plugged in to a red outlet on the wall and otherwise appeared to be working properly. Due to the decreased blood pressure the patient required monitoring, restarting of the dopamine, and epinephrine boluses. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Reference associate report numbers 2016493-2015-00094, 2016493-2015-00224. The customer's report that the syringe module intermittently lost power was confirmed. Visual inspection revealed the pcu female (left) black inter-unit-interface (iui) connector was found to have contamination on various gold plated contact pins. The connector was also found to be cracked near the right mounting ear. The iui connector had a date code of 10/08 (october 2008). Functional testing was performed. The syringe module was manipulated in an attempt to induce functional failures. After some manipulation a channel disconnect/loss of power event was replicated. The channel disconnect/loss of power event was most likely caused by the cracked pcu iui connector causing an open condition on pin 3. The root cause of the syringe module intermittently losing power was attributed to a cracked left iui connector on the pcu source device.